Event description:
It was reported that error code 1320; continuously beeping was experienced. (Unknown/no patient injury).

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The investigation found that the pump alarmed and exhibited "error code 1230." The investigation determined that a corruption of the software of the circuit board was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The software was replaced. A review of the manufacturing DHR for this device found no causes or potential causes of the customer reported failure. The pump has never been in for service prior to this time., corrected data: updated d1 and d4, model number and h6-event problem patient code